Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years post implant of this 16mm pulmonary valved conduit implanted in a then 20 month old pediatric patient, it was explanted and replaced with a 20mm conduit of the same model. The reason for replacement was reported as pulmonary stenosis of the conduit. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4. Weight in lbs b.5: event description b.7: relevant history h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported 2 years and 9 months post implant of the 16mm pulmonary valved conduit, a balloon angioplasty was performed via catheterization for pulmonary stenosis and a mean gradient of 49mmhg. No additional adverse patient effects were reported.